Event description:
It was reported that, during a cori assisted tka surgery, surgeon planned his gaps like normal with a 9mm poly. He took 20 mm off the lateral side between femur and tibia and 16mm off the medial side between distal femur and proximal tibia. After making cuts, he noticed that with the 9mm poly was extremely loose, and ended up putting in an 18mm poly. The procedure was completed, using the 18mm cr poly. It is unknown if there was a delay in the procedure. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case/log files were not provided for review, therefore the reported loose knee could not be confirmed. The complaint was reviewed with clinical account representatives. Although no definitive conclusions could be made, possible contributing factors for a larger post-operative gap resulting in a loose joint are: a moved checkpoint, unintentional ligament release after pre-op gap assessment, osteophytes existing prior to free collection but removed prior to bone cutting that could result in a larger gap than planned for, and/or a difference in stress applied to the joint between pre-operative and post-operative gap assessments. The clinical/medical evaluation concluded: ¿without the supporting information, the clinical root cause of the event cannot be definitively concluded; however, per field report, the surgeon ¿might have unstressed the knee¿ therefore, a user technique/variance cannot be ruled out. It cannot be concluded that the issue was caused by a mal performance of the device. Patient impact beyond the ¿very extremely loose¿ knee requiring ¿the largest cr poly available on a primary tka¿ (18mm primary insert instead of the planned 9mm insert) cannot be determined. It was communicated the surgeon had no concerns regarding joint-line preservation; however, the current patient status as well as if and/or how this may affect future interventions remains unknown. No further medical assessment can be rendered at this time.¿ cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.